Manufacturer narrative:
Product ID 389033, lot# j0306763v, implanted: 2003 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient product ID 3708320, serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient had pain that goes down the leg during recharging and "caused her to be sore the next day." Patient reported having this issue since implant. Patient initially thought it was part of the healing process and stated "she does not like recharging." The reporter stated that what the patient sometimes reported does not match up with what was seen on the physician programmer. Additional information showed it was determined the device was over the sciatic nerve, which caused pain at that site and radiated down the leg with pressure on the site from the recharger. A pocket revision to move the device was planned, but the date was not set. It was also reported the patient was receiving effective therapy and impedance tests were within "normal range." Additional information was requested, but was not available at the time of this report. If additional information is received, a supplemental report will be filed.